Event description:
Caller reported a malfunction on pump, with occurrences noted on multiple occasions. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.